Manufacturer narrative:
Engineering investigation: the primary reported complaint of vsx device distal shaft separation was confirmed both by images provided from the field and evaluation of the returned device. Engineering evaluation of the returned vsx device confirmed separation of the distal shaft from the dual lumen catheter and noted a lack of disturbed pebax from the bonding process in any location along the distal shaft suggesting that the cause of the confirmed separation of the vsx device distal shaft is consistent with a manufacturing deficiency.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that during the procedure after deployment of the vsx device on a stiff guidewire, the delivery system was retracted. The physician noticed, when the delivery system came out of the introducer sheath, the distal part of it was missing. It remained first in the popliteal section but was then successfully removed with the help of a second guidewire and a retriever system (4 mm). No dislocation or migration of the implanted vsx device was determined. The procedure was finished without negative consequences for the patient. It was reported that the device did not seem to be stuck or caught during the attempted withdrawal through the sheath, that the physician considered it as a standard case of paa treatment, with a contralateral approach, crossing the aortic bifurcation, that he did not notice any resistance during removal of the delivery catheter, that the withdrawal force through the sheath was as expected, that there were no observations of damage to the device (or accessory devices) before use, that the anatomy was not tortuous and that the catheter was held outside straight. It was stated that the procedure was performed following all the standard steps, and it is suspected that the problem appears to be with the vsx device.

Manufacturer narrative:
H3 other: the delivery catheter will be returned for further investigation. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.